Event description:
Baxter reported occluder feet were broken during use. The transfer set was in use for 120 days. The actual sample was available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
.